Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the kit, lor syringe, and medicine cup with no relevant findings. The customer reported seeing black particulates in the medicine cup after using a glass lor syringe. The customer returned one glass lor syringe, one medicine cup, and lidstock. The customer also returned three sealed petri dishes with a sample slide in each dish ((B)(4)). The returned sample was visually examined with and without magnification. Visual examination of the returned medicine cup revealed black particulates on the surface. The particulates varied in size. Visual examination of the returned syringe revealed the syringe appears used but typical with no defects or anomalies observed. Microscopic examination of inside the barrel of the lor syringe from the top to the tip does not reveal any unusual discoloration at the tip when compared to a new lab inventory syringe. The microscope slides from the three returned petri dishes where microscopically examined and revealed black particulates can be seen on the slides. The particulates varied in size as well. No other defects or anomalies were observed. Other remarks: an additional document review was not required as a part of this complaint investigation. Nonconformance, 40008371, have been initiated to further investigate this complaint issue. The reported complaint of black particulates found during use of the lor syringe was confirmed based on the sample received. Visual examination of the returned sample revealed particulates on the surface of the returned medicine cup. Also, black particulates could be seen on sample slides returned by the customer. No particulates were found on the surface area of the syringe plunger or barrel; and microscopic examination of the inside the barrel of the lor syringe from the top to the tip did not reveal any unusual discoloration at the tip when compared to a new lab inventory syringe. A device history record review was performed on the kit, lor syringe, and medicine cup with no evidence to indicate a manufacturing related issue. Therefore, the potential root cause of this issue is supplier related. A nonconformance, 40008371, has been initiated to further investigate this issue.

Event description:
Some black materials came out from the syringe during the flushing test before use. Therefore, a new unit was used instead. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Some black materials came out from the syringe during the flushing test before use. Therefore, a new unit was used instead. There was no patient involvement.